Manufacturer narrative:
The device was not returned to the MFR. A software investigation found that site did not understand how the biopsy procedure worked with the use of the biopsy navigation kit. The software behaved as designed. Technical services provided additional instruction to user that resolved issue at the time of event.

Event description:
A surgeon reported that he created a larger opening and did not use the navigus kit to screw into the skull. He said his needle would not verify either. Procedure was completed successfully and no impact on pt outcome was reported.